Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed de novo lesion in the distal left anterior descending (dlad) artery with moderate calcification and moderate tortuosity. Prior to use the nc trek balloon dilation catheter (bdc) was was soaked in saline and was prepped (air aspiration) outside the patient anatomy. After pre-dilatation with a non-abbott balloon, the 2.25x12mm nc trek bdc was used for further pre-dilatation; however, the balloon ruptured during the second inflation at 14 atmospheres (atm) after 10 minutes. The nc trek bdc was removed from the patient. A non-abbott balloon was used for further pre-dilation. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.